Event description:
It was reported that the device was explanted due to generator malfunction and elective replacement indicators (eri). No patient complications were reported as a result of this event.